Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. Review of the provided image is consistent with a broken jaw.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace jaw was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
The harmonic ace instrument was analyzed and found to have a broken blade. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
Refer to h11 for follow-up information.